Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty removing the balloon from the stent. During the use, an unknown taxus drug eluting stent, the delivery balloon became "hung up". The guide catheter was deep seated to remove the device. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(6) 2009. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).